Event description:
Related manufacturer report number 2017865-2023-95202. Additional information was received indicating that during subsequent follow up, noise resulting in oversensing and decrease in defibrillation impedance was again noted. The physician suspects the noise and decrease in defibrillation impedance were due to the right ventricular (rv) lead. The physician no longer suspects the performance of the device caused or contributed to the event.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.